Manufacturer narrative:
Evaluation results: failure to follow instructions (pre-dilation does not appear to have been carried out). Inherent risk of procedure (stent migration). No results available since no evaluation performed (device not returned for review). Related to operational context (complete stent apposition failure). Evaluation conclusions: failure to follow instructions (pre-dilation does not appear to have been carried out). Inherent risk of procedure (stent migration). Operational context caused or contributed to the event (related to operational context (complete stent apposition failure). (B)(4).

Event description:
The physician intended to deploy a resolute integrity 3.0x12mm drug eluting stent to treat a moderately calcified lesion in the lad vessel. Negative prep had not been performed, force was not used and resistance was not encountered during the procedure. It was reported the stent balloon was inflated to 16 atm in lad vessel. However it appeared on fluoroscopy that the stent was actually in the left main vessel, this was confirmed through the use of a catheter. The stent did not appear to be fully apposed to the lm vessel so a non-medtronic balloon was used to post dilate the stent fully. A non-medtronic stent was placed in original lesion location in the lad vessel. No other clinical sequelae reported. Image review: the procedural images confirm a diseased lad vessel. The vessel is wired. There are no images of pre-dilations. A stent is positioned and deployed in the lad. Another stent is positioned and deployed proximal to the previously deployed stent. The following images appear to confirm that this stent has migrated proximally into the lm vessel. Both stents are post-dilated and another stent is deployed in between the previously deployed stents.